Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('changes to the period'), uterine perforation ('one coil migrating in uterus'), uterine haemorrhage ('bleeding every other week'), large intestine perforation ('one coil wrapped around colon'), large intestinal haemorrhage ('bleeding when went to the bathroom') and arthritis ('whole body arthritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), large intestinal haemorrhage (seriousness criteria medically significant and intervention required) and arthritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain upto 30 lbs"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the menstruation irregular, uterine perforation, uterine haemorrhage, large intestine perforation, large intestinal haemorrhage, arthritis and weight increased outcome was unknown. The reporter considered arthritis, large intestinal haemorrhage, large intestine perforation, menstruation irregular, uterine haemorrhage, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('changes to the period'), uterine perforation ('one coil migrating in uterus'), uterine haemorrhage ('bleeding every other week'), gastrointestinal injury ('one coil wrapped around colon'), large intestinal haemorrhage ('bleeding when went to the bathroom') and polyarthritis ('whole body arthritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), large intestinal haemorrhage (seriousness criteria medically significant and intervention required) and polyarthritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain upto 30 lbs"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the menstruation irregular, uterine perforation, uterine haemorrhage, gastrointestinal injury, large intestinal haemorrhage, polyarthritis and weight increased outcome was unknown. The reporter considered gastrointestinal injury, large intestinal haemorrhage, menstruation irregular, polyarthritis, uterine haemorrhage, uterine perforation and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthritis, large intestinal haemorrhage, large intestine perforation, menstruation irregular, uterine haemorrhage, uterine perforation and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.